Event description:
It was reported that during a meniscal repair surgery, after deployment of t1, a total of three (3) fast-fix 360 devices deployed the t2 prematurely. The procedure was successfully completed with non-significant surgical delay using a s+n back-up device. The t2 deployed through the meniscus. As a result, both ts had to removed from the patient with tweezers. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event of premature activation. There was a relationship found between the device and the reported event of material twisted/bent. A visual evaluation of the devices showed they were not returned in the original packaging. None of the three t1/t2/sutures were returned. Device one: the actuator is in the pre-t1/post-t2 position. The needle/overmold assy is bent. There is bio debris on the needle. Device two: the actuator is in the pre-t1/post-t2 position. The needle/overmold assy is bent. There is bio debris on the needle. Device three: the actuator is in the pre-t1/post-t2 position. There is bio debris on the needle. A functional evaluation of the devices showed the device one is stuck and will not cycle. Device two cycles as intended. Device three cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of premature activation was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended actuation of the device. The complaint of material twisted/bent was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.